Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use cardiosave intra-aortic balloon pump (iabp) automatically shut down. Patient was replaced with another device, which did not cause any harm to the patient.

Manufacturer narrative:
Due to character limitation in e1 for event site name & event site address: event site name - (B)(6). Updated fields: b3, b4, e1 (event site address, event site telephone), g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: e1 (event site name). A getinge field service engineer (fse) was dispatched to evaluate the unit. The device and fault code records were checked on-site at the hospital. The fse replaced the pcb,power management (d670-00-1162). The device passed all factory-specified performance and safety indicator tests. The device has been delivered to the customer and is ready for clinical use.

Event description:
N/a.